Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had been experiencing inflation issues for around two or three months. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. During surgery, the reservoir was noted to be empty, and an air bubble was present on the pump; however, after injecting the explanted components with saline, no leaks or lacerations were noted, therefore, the location of the fluid loss was undetermined. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had been experiencing inflation issues for around two or three months. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. During surgery, the reservoir was noted to be empty, and an air bubble was present on the pump; however, after injecting the explanted components with saline, no leaks or lacerations were noted, therefore, the location of the fluid loss was undetermined. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, revealing wear at the fold in the middle of both cylinders. Upon functional testing, both cylinders passed the leaks test. Visual analysis of the pump did not reveal any damage or abnormalities. Functional testing was performed, the pump was revealed to function appropriately; additionally, the component passed the leak test performed. The spherical reservoir was visually and microscopically examined; however, no anomalies were identified. Upon functional testing, the reservoir passed the leakage test. Based on the information available and analysis results, the reported allegations of inflation issues, fluid loss and air in a component could not be confirmed.